Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin pump received a battery out limit alarm and a failed battery test alarm. Insulin pump also received a motor error alarm, but was not able to clear due to failed battery test alarm. Customer's blood glucose was 455 mg/dl, and was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process due to failed battery test alarm. It was found that insulin pump received failed battery test alarm because customer attempted to reinsert a used battery into insulin pump. Troubleshooting could not be completed and customer was advised to call back in order to complete troubleshooting.